Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the one infusion set tube was bent the site of insertion is abdomen. The blood glucose level was high and the reason of high blood glucose level is due to correction bolus via pump. The infusion set is long for less than a day. No further information available.